Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced a low blood glucose of 47 mg/dl. And treated with food. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event it was unknown that auto mode feature was active at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer believes the insulin pump was possibly over delivering insulin because insulin pump suggested too much correction bolus. Customer was assisted with troubleshooting for low blood glucose. Customer also stated insulin pump programming was inaccurate the insulin pump will not be returned for analysis.